Event description:
Pt called lfs alleged that their meter was reading inaccurately high and another incident where the meter read inaccurately low. The pt stated that they called 911 in because they obtained a high blood sugar reading in the 400 mg/dl range. When the paramedics arrived, they tested their blood sugar and obtained a result in the 200 mg/dl range. The pt was feeling dizzy and their head hurt; they were given tylenol and a shot (type of shot is unknown). The pt also reported that they compared their meter to another. Pt's meter read 213 mg/dl and the other meter read 299 mg/dl. The pt stated that they were experiencing dizziness, a headache, and vomiting. It is not clear if the two incident noted above occurred on the same day. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture area were done correctly. The pt performed two control solution tests, which failed. Based on the information provided, there is evidence of the meter malfunctioning. There is however, no evidence of the meter contributing to a serious injury. The meter was reading high and the pt was experiencing symptoms of high blood sugar. Test strips and control solution are being sent to the pt. No futher information has been reported. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to reach the pt.